Manufacturer narrative:
Additional information: h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump, and on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s registered nurse (rn) reported that the patient had a very large drain and wanted to ensure the liberty cycler was correctly calculating the ultrafiltration value. A review of the patient¿s treatment records identified that the patient drained 5267 ml during drain 3 of the treatment. This drain volume is 265% the patient's largest fill volume of 2004 ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the cycler. A replacement cycler was issued to the acute clinic and the reported cycler was scheduled for pick up. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was not reported adverse event, serious injury, nor medical intervention attributed to the reported event. Multiple attempts were made to acquire additional information, however, a response was not received.